Manufacturer narrative:
A photo was returned showing leakage from the outlet filter vent on the 0.2 micron filter. No samples were returned for investigation. The reported complaint of leakage on the 142560488 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 11352737 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where a leakage from the pore of the filter was reported. There was unknown patient involvement, and unknown patient harm.

Manufacturer narrative:
The device is not available for evaluation; however, a sample photo was provided and will be investigated. The investigation is still pending.